Manufacturer narrative:
After installing the battery unit alarmed failed battery test due to corroded battery tube compartment noted. Unable to verify unexpected restart. A cold reset was performed due to failed battery test alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated unexpected restart alarm was reoccurred. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.